Event description:
It has been reported that the system was not turning on. The system was not in clinical use at the time of the event.no harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote support engineer (rse) inspected the system remotely and confirmed that the system would not turn on - missing l3 in mpdu. The rse recommended to removing power from each component one by one and checking if breaker trips. Provided pn from mpdu assembly after further onsite troubleshooting action done by in house biomed, the system was returned to use in good working order. Based on service history review, the issue did not reoccur. The codes were updated based on the investigation outcome.